Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed a test step related to (positive flow). The sound abatement foam was replaced preventatively. Additionally, during the evaluation of the device error codes in relation to (low inspiratory pressure, low expiratory pressure, check circuit) were found in the device event log. The internal battery was depleted and was replaced. Dust was confirmed on the blower box. The rubber feet was damaged and was replaced. The software was upgraded. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly."